Event description:
It was reported that customer's insulin pump's screen was damaged due to an accidental bump. Customer cannot read the characters. Customer's blood glucose was 112 mg/dl. Customer was advised the device needs to be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.